Manufacturer narrative:
The customer contacted a siemens customer care center (ccc). Quality controls were within acceptable range. The ccc specialist dialed into the system remotely and primed integrated multi-sensor technology (imt) fluids. The ccc specialist checked the pump rate and aligned imt probe and imt module, which passed. The ccc specialist ran check 1 on imp probe and imt module, which passed. The ccc specialist homed all modules, reset the instrument to bring it to the ready state and performed three advanced cleans. The customer replaced the imt sensor and wiped the pogo pins. The customer then conditioned the new sensor with three serum samples and ran patient samples for troubleshooting purpose and one result for na was unacceptable. A siemens customer service engineer (cse) was dispatched to the customer site. After analyzing the instrument, the cse did not find any bubbles or clog. The cse checked the vacuum degasser and performed manual and power flush. The cse replaced the peri-pump tubing and performed auto-alignment and priming, which passed. The cse ran check 1, dilution check, qc, and comparison testing, which passed. Siemens personnel reviewed the instrument data for samples in question and determined that the fluid deltas were negative as the sample drain rate was within specification, but started to increase at the time of the event. After the service visit, the drain rate was within specification. The cse specialist stated that cleaning imt and performing power flush may have removed the clog.

Event description:
Discordant, falsely elevated sodium (na) and potassium (k) results were obtained on patient samples on a dimension vista 500 instrument. The initial result for sample ID (B)(6) was reported, while that for sample ID (B)(6) was not reported. The patient with sample ID (B)(6) was given diuretic (lasix) due to the discordant k result. The samples were repeated on an alternate dimension vista instrument, resulting lower. The results obtained on the alternate dimension vista instrument were reported to the physician(s). There are no reports of adverse health consequences due to the discordant na and k results.

Manufacturer narrative:
The initial MDR was filed on october 6th, 2017. Additional information (10/30/2017): a siemens headquarter support center (hsc) specialist evaluated the instrument data. Hsc concluded that the samples were likely impacted by the buildup of gel/ cellular material in the integrated multi-sensor technology (imt) system, prior to the actions performed by the service engineer. Poor sample quality is a possible cause of buildup of gel and cellular material in the imt system, and proper sample preparation and handling practices are required to maintain the performance of the imt system. The instrument is performing according to specifications. No further evaluation of the device is required.